Manufacturer narrative:
Qn#(B)(4). The customer returned one acute hemodialysis catheter and a guide wire for analysis. Signs-of-use in the form of biological material was observed on the catheter. It was noted that the catheter body was intentionally severed directly below the juncture hub. A split was observed across the entire catheter extrusion. This split also traveled up into the juncture hub. Based on the appearance of the split, it is being assumed that the customer cut into the catheter body in order to free the guide wire. Visual analysis revealed that the guide wire was unraveled from the distal end. The guide wire was also kinked in several locations. Microscopic examination of the guide wire confirmed the core wire was broken adjacent to the distal weld. Despite this, the weld was still attached to the coils. Both welds appeared full and spherical. The major kinks in the guide wire measured 160mm, 329mm, and 460mm from the proximal end. The core wire length measured 684mm which is within the specification limits of 678mm-688mm per the guide wire graphic. The gu ide wire outer diameter measured .856mm which is within the specification limits of .838mm-.877mm per the guide wire graphic. The cumulative catheter body length from the juncture hub to the distal tip measured 212mm which is within the specification limits of 207mm-227mm per the catheter graphic. Despite the split in the catheter body, the extrusion outer diameter measured 4.04mm which is within the specification limits of 3.96mm-4.06mm per the catheter extrusion graphic. A lab inventory guide wire with the same diameter as the guide wire involved with this complaint (.035") was inserted through both sections of the severed catheter. Little to no resistance was observed as the guide wire passed completely through both sections. Performed per IFU statement "thread tip of two lumen catheter over spring-wire guide. Sufficient guide wire length must remain exposed at hub end of catheter to maintain a firm grip on guide wire. Grasping near skin, advance catheter into vein with slight twisting motion". A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit cautions the user, "do not cut spring-wire guide to alter length. Do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide". The guide wire also states, "do not apply excessive force in removing guide wire or catheters. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested". The report that the guide wire unraveled was confirmed through examination of the returned sample. The core wire was broken adjacent to the distal weld. The guide wire and catheter met all functional/dimensional requirements during investigation testing. A device history record review was performed, and no relevant findings were identified. Arrow guide wires of this size are designed and manu factured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer reports when removing the spring wire guide out of the catheter a slight resistance was felt and the spring wire guide appeared unraveled. The catheter was removed together with the spring wire guide and a new set was used successfully. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
Customer reports when removing the spring wire guide out of the catheter a slight resistance was felt and the spring wire guide appeared unraveled. The catheter was removed together with the spring wire guide and a new set was used successfully. No patient harm reported. The patient's condition is reported as fine.